Manufacturer narrative:
Patient's weight was reported in kilograms on the initial in error; should be in pounds. The reason for this revision surgery was an undersized patella was implanted inset. The length of in vivo service was 2.3 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 4 prior complaints reported against this part number; summary of investigations: 1 fracture. 1 undersized, 2 pain. This is the first complaint against this lot number. The root cause of the event was an undersized patella was implanted. The surgeon reported no issue associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to an undersized patella, the surgeon changed to a 38mm implant.